Event description:
It was reported that during a supply change the connector broke off and remained lodged in the ilet, preventing disconnection until the user later removed the piece with guidance, after which a full supply change was completed without further issues; the problem involved the connector/coupler and presented as a failure to disconnect. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler that led to a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.